Manufacturer narrative:
Device is a combination product. (B)(6). If implanted, give date: (B)(6) 2009. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: 21365-2012-01355, 2134265-2012-01359, 21365-2012-01354. Same case as: 2134265-2012-01357, 2134265-2012-01358. It was reported that post a coronary stenting treatment procedure, myocardial infarction, thrombosis and under expanded/undersized stents occurred. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 95% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation with a 2.5x8mm apex mr balloon and placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. In addition, the non-target lesion had stent thrombosis of two unknown taxus drug eluting stents (2.75x32mm; 3.0x32mm deployed in 2009) in proximal to mid right coronary artery (rca) was treated with balloon angioplasty resulting in timi 3 flow. In (B)(6) 2010, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented for chest discomfort and hospitalized. The stent thrombosis in the proximal to mid rca was treated with balloon angioplasty which resulted in timi 3 flow. The intravascular ultrasound revealed under expanded and under sized previously deployed stents in proximal to mid rca. The physician attempted treating the lesion with a 4.0x20mm quantum non-compliant balloon which was unable to cross the 70% stenosed lesion. Hence, a 190cm, 0.014-inch forte guidewire was used as a buddy wire and two inflations were performed with the same balloon at 10 atm for 20 seconds and 14 atm for 30 seconds resulting in improved stent expansion in the location. The event was considered resolved without residual effects. The patient was discharged 2 days later.